Event description:
It was reported that the pacemaker electrogram (egm) showed possible external noise followed by ventricular fibrillation (vf). Other episodes recorded around the same time showed noise oversensed on the atrial and ventricular channels. The pacemaker remains in service. No adverse patient effects were reported.